Event description:
The tech alleged that when brakes are applied the brake steer caster ratchets side to side when the bed is pushed.

Manufacturer narrative:
The tech replaced the brake steer caster to resolve the issue.